Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The caregiver (cg) stated that they changed out the cassette and was still getting the alarm. The technical service representative (tsr) asked the cg if they changed out the bags as well and they did not. The tsr explained that supplies were compromised and the home patient (hp) would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they understood it was not proper procedure to reuse the supplies. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error/poor aseptic technique was confirmed because it was reported the patient switched out the cassette only. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.